Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was implanted into the patient. The mesh was surgically removed on (B)(6) 2012 due to mesh erosion, pain, stress urinary incontinence, spotting and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.